Event description:
Neurotherm was notified about an incident involving the use of a simplicity iii electrode during a medical procedure. The probe was inserted into the pt during the normal course of treatment. When the physician removed the electrode, one of the three small marker rings was missing and left in the pt. The pt has not reported suffering any injury, illness or side effects as a result of the incident. When the device was returned to neurotherm for investigation, a crease in the shaft of the electrode was present. This suggests that the electrode was aggressively bent so that the metal became permanently deformed. Further , the x ray images provided by the facility confirm the bending of the electrode the IFU included with the device clearly states "warning: do not bend or reshape the electrode, this can cause permanent mechanical damage".

Manufacturer narrative:
Based on a visual inspection and the x ray images, it is apparent that the electrode was bent at the time of use. This can create mechanical damage and place stresses on the shaft of the electrode with translates the force to the ring marker. From these facts this is a user error. Neurotherm concludes that this event was a user error and the appropriate warnings are already in place on the IFU. No further actions are warranted.